Event description:
It was reported that the left ventricular lead exhibited no capture at maximum threshold of 7.5 v, 1.5ms due to dislodgement, the lead had moved into coronary sinus. The lead was replaced. The patient's condition was - good - before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.